Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report: as reported, during an unknown procedure via radial access, a performer introducer leaked at the hub where the valve meets the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, quality control procedures, instructions for use (IFU), and a visual inspection and functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one 5 fr rcfw was provided for investigation. Biomatter was present on the device. The silicone disk was intact; however, leakage was detected through the valve. No visible damage was noted. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. A review of the control procedures was also conducted, and no gaps were discovered. The information provided upon review of complaint file provides evidence to support that the device and items in the lot were manufactured to specification. An IFU is provided with this device which states, ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to a component failure with the hemostasis valve of the performance introducer. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure via radial access, a performer introducer leaked at the hub where the valve meets the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.